Event description:
A jetstream g2 device was used in a thrombosed in-stent restenosis lesion located in the sfa. The treatment site was accessed via a cut-down in the popliteal artery. Atherectomy was performed from the distal sfa to the sfa/profunda bifurcation. It is believed that thrombus was displaced at the ostium of the bifurcation causing an embolus in the mid-profunda, which was successfully treated with angioplasty and a stent. Pt is doing well.

Manufacturer narrative:
The pathway jetstream g2 catheter was discarded after the procedure and therefore not returned to pathway medical technologies for evaluation. In-stent restenosis pts are listed as a special pt population (i.e., the safety and effectiveness of the jetstream g2 system has not been established in this group of pts) in the IFU.